Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the lcs cruciform patella poly cracked and disconnected from the metal backing. Surgeon choose to remove the metal backed part of the implant and a large lcs all poly patella. Doi: unknown; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. The investigation could not draw any conclusions regarding the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.